Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient was sitting at his desk and had a cgm reading of 55 mg/dl (no bg fingerstick value provided for comparison at this time). Before he was able to treat himself, he lost consciousness. The patient¿s son found him and called an ambulance. Once emergency medical services (em)s arrived, the patient¿s bg via fingerstick was 26 mg/dl (no cgm value provided for comparison at this time). Ems treated the patient with IV dextrose (d10). After treatment, the patient¿s bg fingerstick was reading 251 mg/dl and the cgm was reading 111 mg/dl. The patient was not transported to the hospital. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.